Manufacturer narrative:
The technical support representative contacted the customer to gather additional information. The technical support representative was able to confirm with another individual at the facility that the issue had been resolved, but no details were available as to what was done to resolve the issue. While it was confirmed that the issue was resolved, the cause of the reported issue could not be determined.

Event description:
The customer reported that their xhibit central station was down and they could no longer view patients. There was no patient or user harm associated with this event.